Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if there was a patient involved.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the buna-n o-ring and helium tank special seal which corrected the issue and also performed the pm. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.